Event description:
The patient reportedly experienced a blood glucose of 400-475 mg/dl with nausea, shortness of breath, and chest and abdominal pain. The patient reported that her last site change the cannula was bent. Troubleshooting indicated that the patient was incorrectly tucking the inset tubing into the notch prior to cocking the inserter device. The patient also reported that there were air bubbles in the cartridge. The patient reported that she was on vacation at elevations of 10,000 feet. Customer support (cs) instructed the patient about insulin and pump functions at high altitudes. Cs asked the patient to remove the cartridge to examine for air bubbles; the patient confirmed many bubbles in the cartridge. The patient did not report signs of insulin leakage. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy. This complaint was forwarded to the legal manufacturer of the patient's infusion set.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for the patient's insulin pump and confirmed that it was operating within required specifications at the time of release.